Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a tortuous lesion located in the circumflex (cx) artery. It was reported that the stent failed to cross the lesion and it was noted that the wire frayed. No patient injury reported.

Manufacturer narrative:
PMA number is p160043. If information is provided in the future, a supplemental report will be issued.